Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported early deployment or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that his blood glucose reached 330mg/dl while wearing the pod on his arm for between 36 and 48 hours. When he removed the needle cap, he saw the cannula sticking out a bit but did not think too much of it and still applied the device on his body. He felt it pinch when he inserted the cannula. Treatment included a shot of 10 units and removing the pod. He applied a new pod and his level was slowly going down. The patient threw the device away. The patient's blood glucose and insulin history is as follows: (B)(6).